Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that an external pulse generator lost power when changing the battery and the patient was left without support for a few sections. The patient was connected to a spare device that was already set to the patient's settings. The device was returned to the manufacturer for repair. The new battery was tested and found to be fully charged and in working condition. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event. Battery function was checked several times. The device passed all tests with no visual/electrical anomalies, device conforms to specifications. It was noted that the release latch was damaged.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.